Event description:
It was reported that during a catheter placement procedure, the devie was allegedly had a leak along the tube onto the skin. It was further reported that the cuff was allegedly detached from the hose and the hose has thus been able to slide out. However, the cuff is still firmly embedded in the patient's subcutis and must be loosened with diathermy and scissors. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 5f powerline s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A luer connector was noted loaded to the catheter hub. The tissue cuff was received detached from the catheter body and had residue with tissue throughout. Several bends were noted throughout the catheter body. What appeared like material adhering was noted around the detached tissue cuff portion of the catheter. The luer was patent to both infusion and aspiration without issue. No leaks were observed. Therefore, the investigation is confirmed for the reported expulsion issue. However the investigation is inconclusive for the reported leak issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Expiry date: 08/2023. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a chronic catheter placement, the device allegedly had a leak along the tube onto the skin. It was further reported that the cuff was allegedly detached from the hose and the tube was loose and came out of the vessel with the cuff still attached to the tissue. However, the cuff was still firmly embedded in the patient's subcutis and must be loosened with diathermy and scissors. Reportedly, the cuff was surgically removed and new device was installed in another blood vessel. The patient is stable now.

Event description:
It was reported that approximately two years post a chronic catheter placement, the device allegedly had a leak along the tube onto the skin. It was further reported that the cuff was allegedly detached from the hose and the the tube was loose and came out of the vessel with the cuff still attached to the tissue. However, the cuff was still firmly embedded in the patient's subcutis and must be loosened with diathermy and scissors. Reportedly, the cuff was surgically removed and new device was installed in another blood vessel. The patient is stable now.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2023), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.